Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 93 mg/dl. The unit was not exposed to moisture or a strong magnetic field. The patient was able to rewind the unit. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime test. Motor passed motor test. No motor error alarm noted. Unit received with minor scratched display window and cracked reservoir tube lip.